Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a calibration error occurred, and there was a difference between the sensor glucose and blood glucose values. The customer also reported experiencing low blood glucose levels. The customers blood glucose was 50 mg/dl while the sensor glucose values were 135mg/dl. The customer did not report any symptoms or treatment methods. Troubleshooting was completed, and a replacement sensor will be sent. The sensor will be returned for analysis.